Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) heard beeping tones. After further review of the consult report it was determined that in april there was approximate 7 months left before explant. Disk analysis was performed and this device is exhibiting premature battery depletion consistent with that of a recorded 1003. Data analysis showed the battery appeared to be depleting more quickly than expected. It was also noted that the beeping tones the patient heard was due to magnet applications and appears to be consistent with that of a recorded 1003. Technical services recommended to replace the device. At this time, this ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) heard beeping tones. After further review of the consult report it was determined that in april there was approximate 7 months left before explant. Disk analysis was performed and this device is exhibiting premature battery depletion consistent with that of a recorded 1003. Data analysis showed the battery appeared to be depleting more quickly than expected. It was also noted that the beeping tones the patient heard was due to magnet applications and appears to be consistent with that of a recorded 1003. Technical services recommended to replace the device. At this time, this ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient's remote communicator displayed a red call doctor icon. Troubleshooting was not performed as the patient was not near the remote monitor. Further information was requested to determine the resolution however, no information was obtained on latitude since the remote monitor was not connected. No adverse patient effects were reported.